Manufacturer narrative:
Result: load cell connection.

Event description:
It was reported by service report that the scale is not working correctly. It is unk if there was pt involvement or if there are adverse consequences to report.